Event description:
The customer reported that the device failed opcheck due to the therapy knob. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.